Event description:
During prep it was noticed that the connector on this device was defective. The connector was "stripped". There was no pt involvement. The device is being returned for co's analysis.